Event description:
It was reported that primary tubing sets tubing broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that primary tubing broke off at safety clamp while ivf's were infusing on patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/23/2020. Investigation conclusion. Evaluation statement. It was reported that primary tubing broke off at safety clamp while ivf's were infusing on patient. Received from the customer were three used sets model 2420-0007 lot unknown. All three sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. One of the three used sets pvc tubing p/n tc10011704 was separated from the lower fitment p/n tc10006063 outlet port (cavity f9). Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. No issues were observed with the other two used returned sets during visual inspection. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. No functional testing of one of the three returned unused sets was deemed necessary due to the separation. Functional testing was performed by spiking the two used primary sets to a lab IV bag filled with blue dye water and by allowing fluid to flow through the whole set by gravity. The both sets primed completely with no separation, leaking, or other issues observed. A dimensional analysis was performed on the used separated tubing (p/n tc10011704). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on (B)(6) 2020. Ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The customer¿s report that the tubing set separated and leaked was confirmed upon visual inspection. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing broke. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that primary tubing broke off at safety clamp while ivf's were infusing on patient.